Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no product returned. Unable to deliver or advance: the cause of the deliver issue was determined to be patient condition as the patient had extensive pvd preventing successful delivery of impella. Device history lot: device lot: 1995554. Device history batch: subcomponent lot: n/a. Device history review: device sn (B)(6) passed all post sterile inspection checks.

Event description:
It was reported that implantation of an impella cp was aborted as the sheath was unable to cross. Shockwave was utilized but was unsuccessful. The patient was in stable condition.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.